Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported the system failed during case. A system message was reported to have been received. Additional info was requested. Additional info was received: the operating room supervisor reported this event happened during a case. The system had to be rebooted twice to complete the case. The surgeon manually injected air into the eye with a syringe. The pt outcome was good. Once the case was completed, the system was exchanged to complete the rest of the cases of the day. There was no pt injury.